Event description:
A pharmacist called and stated that a customer opened a new carton of test strips and found the cap open on the bottle of strips. The pharmacy replaced the test strips for the customer. The customer did not allege any adverse events. The suspect bottle of test strips will be returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips were sent to the pharmacy.